Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for removal is/was capsular contracture of an unknown baker grade. Further information from the reporter regarding the events, status of the device, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture of an unknown baker grade on an unknown side. The status of the device is unknown.